Manufacturer narrative:
The device was received fully deployed. During the investigation, no damage or deficiencies were observed that would contribute to the reported unsure proper insertion of the cannula. The exact cause could not be determined.

Event description:
It was reported that the patient¿s blood glucose level rose to 325 mg/dl between 4 and 24 hours of wearing the pod. The reporter mentioned when the pod was deployed it did not hurt as normal, and they could not confirm if the cannula was properly inserted into their abdomen. The reporter stated upon removal of the pod they noticed the cannula went through the adhesive.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of unsure the cannula properly inserted. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.